Event description:
Pt reported that while they were troubleshooting an error and alert generated by their device they mistakenly primed the device (with 25 u of insulin) while the device was still connected to their body. As a result, the pt "bottomed out" and their spouse called 911 emergency medical tech's transported the pt to the e.r. Where they were treated for low blood glucose (type of treatment rec'd was not specified). Pt was in e.r. For ~3.5 hrs, but was not admitted to hosp.